Event description:
Pt went to hosp in 2004 and was released 2 days later; pt was treated for diabetic ketoacidosis. While in the hosp, pt swtiched from use of device to insulin injections. As treatment the pt received the following; IV saline, nausea medication, pepcid, and high blood pressure medication. On day of incident, pt's blood glucose was 527 mg/dl despite not eating all day.